Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 29, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on august 8, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site; however, the issue could not be resolved. Explantation of the device is planned; however, it is unknown whether this is yet to occur, as of the date of this report.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011 per the clinic, the device was explanted on (B)(6) 2016. The patient did not intent to be reimplanted. This report is filed august 15, 2016. H3 other text : device not yet received by manufacturer.